Event description:
It has been reported to philips that the system failed to boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up and stayed in blue screen. The engineer reloaded the ghost backup, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.